Event description:
The customer reported that the battery compartment was hot and the buttons were not responding. The reported blood glucose reading was 335 mg/dl. Found that the customer was using the wrong type of battery. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and battery warming up due to a component puncturing through the isolation tape and making contact to the positive side of the battery tube. Unable to verify the button/keypad anomaly due to the blank display.